Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. Access was obtained through the right femoral artery. First, the target lesion in the left anterior descending (lad) artery was treated. A 3.5x12mm non-bsc stent delivery system (sds) was advanced and the stent was deployed at 16atms/30sec. Next, the target lesion in the diagonal (dx) artery was treated. A 2.25x12mm taxus liberte sds was advanced on a .014 luge guidewire and the stent was deployed at 14atms/30sec. Post dilatation was performed with a 2.5x8mm apex coronary balloon inflated in the dx for 16atms/10sec, 10atms/7sec, 12atms/25sec and 16atm/40sec. Three days later, the patient presented with a totally occluded stent. Angiography was performed and it appeared that there was some plaque shift at the proximal end of the stent in the dx and there was possible stent thrombosis. Angiomax was administered. No additional patient complications were reported and the patient's status is ok.